Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Event description:
On (B)(6) 2012 it was reported to boston scientific corporation that the patient was complaining of pelvic and vaginal pain. No additional information is available.

Manufacturer narrative:
Information received from phone conversation with physician on (B)(6) 2012.